Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller said they were at the MRI facility and they were trying to confirm the current product the patient had. They are coming up with two different model numbers. All they know is that the patient had the same model but readjusted because it got loose, and got a new one put in. They are coming up with two new model numbers put in. The MRI facility tried calling but they gave them a model number and they tried adding a one in front of it. Reviewed with caller implanted components. Caller said they were not aware that they replaced the stimulator. Caller asked that the model and serial number of the current implanted product be emailed to him. Called prs and had implanted product information emailed to husband.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.